Event description:
The customer reported that erroneously elevated carbon dioxide, concentrated (co2_c) results were obtained on nine patient samples on an atellica ch 930 analyzer. The erroneous results were reported to the physician(s), who questioned the results. For sample identifiers (B)(6), the samples were reprocessed twice on the original analyzer. For the other seven sample identifiers, the samples were reprocessed once on the original analyzer. For sample identifier (B)(6), the first reprocessed result was the same as the initial erroneous result, and the second reprocessed was lower than the previous results. The second reprocessed result was reported as the correct result to the physician(s). For all the other eight sample identifiers, the reprocessed results were lower than the erroneous results and were determined to be correct. The lower reprocessed results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the erroneously elevated carbon dioxide, concentrated (co2_c) results.

Manufacturer narrative:
A united states (us) customer contacted a siemens remote services center (rsc) and reported that erroneously elevated carbon dioxide, concentrated (co2_c) results were obtained on nine patient samples on an atellica ch 930 analyzer. Quality control (qc) was out of range on the day of the event. Siemens concluded the investigation of the event. Siemens reviewed the available instrument data files, and the information provided by the customer. The affected samples were processed using reagent well 1. The erroneous results were generated using calibration ID (cal ID) 13680, while the correct results were generated using cal ID 13687. The calibrations were automatically accepted by the system because the software setting for the calibration acceptance criteria, ¿qc must be within range,¿ was not enabled. Siemens¿ review of calibrator response recovery for the co2_c calibrations performed at the time of the event indicated atypical calibrator response recovery, which shifted the co2_c calibration curve and increased all results on two different co2_c reagent wells. The customer performed a new pack calibration on reagent well 1 on (B)(6) 2026, which recovered atypical calibrator response recovery and elevated co2_c qc. The customer then immediately repeated the calibration on reagent well 1 and reagent well 0, which also recovered atypical calibrator response recovery and elevated co2_c qc. Later, the customer performed acceptable calibrations on 11-apr-2026 on reagent well 0 and on (B)(6)2026 on reagent well 1 using different calibration ids. Siemens was unable to determine whether the co2_c calibrator used on (B)(6) 2026 was the same calibrator used on (B)(6) 2026, for which the calibration was acceptable, or whether handling (recapping) of calibrator was performed immediately. Siemens evaluated the event and determined that co2_c calibrations performed by the customer, which recovered atypical calibrator response values, potentially contributed to the erroneously elevated co2_c results. But the cause for the atypical calibrator response values is unknown. A product problem was not identified. The customer is operational. The device is performing within specifications. No further evaluation is required.